Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 750 hematology analyzer was getting sporadic differential results on every fourth sample and that there was a leak under the mixing chamber. Per customer, the leak was a few drops and dried residue. The customer was wearing gloves and lab coat at the time of the event. No injury or exposure was reported and no patient results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and replaced tubing on valve vl52 and adjusted the flowcell. Repair was verified per established procedures and results met published performance specifications. This resolved the issue. The root cause for this event was associated with the sample tubing on the differential mixing assembly. (B)(4).